Event description:
Caller states that the customer initially took a reading of 310 mg/dl on the aviva system and dosed with 4 units of novolog insulin based upon a sliding scale. About 5 hours later, the customer fell down. She then obtained a reading of 314 mg/dl. Husband immediately took the customer to the ER, where a lab reading of 60 mg/dl was obtained. Customer tested on the aviva system at 101 mg/dl about 2 minutes after the reading of 60 mg/dl. Customer was treated with a glucose injection (type not provided). Customer also had an x-ray performed and blood work, which were reported as negative for any issues. Customer was released from the ER and not admitted. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.